Event description:
It was reported that the blue cable port has a crack within the dc motor adapter housing. The customer was complaining of receiving blue cable error codes. Through troubleshooting, the housing was exhibiting a crack in the housing. The issue was noticed after a breast biopsy procedure. There have been no pt consequences reported.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. The analysis site replaced the dc adapter to correct the complaint. Per the service manual, service tests were performed with no functional faults found. As part of the standard service process, the muffler was replaced and applied dow corning lubricant to the dc motors. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.